Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not opened and unable to issue medication. A technical support specialist logged in via low medication inventory (lmi) and found that the drawer was not active, activated drawer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, the drawer was not opening. The customer reported that the malfunction occurred during the dispensing of the lorazepam. There were no adverse events or injuries reported based on this incident.